Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated architect magnesium result of 7.5 mg/dl retested at 1.69 and 1.70 mg/dl. Field service inspected the architect c4000 analyzer and observed contamination on the top side of the cuvette segments. All segments were removed and cleaned. No adverse impact to patient management was reported.

Manufacturer narrative:
During troubleshooting it was observed that the top side of the cuvette segments were contaminated. All of the cuvette segments were removed and cleaned. The issue was resolved when all cuvette segments were cleaned. The service history of the c400707 shows no additional discrepant magnesium results after all of the cuvette segments were cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.